Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had blank display. Customer reported that blank display did not return and battery cap neither missing nor damaged. Customer¿s blood glucose level was 144 mg/dl. Customer was advise to discontinue use of the pump and revert to backup plan. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies were noted. However, insulin pump received with corroded battery tube. Insulin pump passed selftest, unexpected restart error test and displacement test.